Manufacturer narrative:
On 5/12/2018, mentor received information that the patient underwent unilateral removal and replacement with a mentor smooth round high profile 375cc saline prosthesis on (B)(6) 2018. The device history record (DHR) for the lot number 7510411 has been reviewed on 5/11/2018, and it was verified that the device was manufactured in accordance with documented specifications and procedures. The mentor failure analysis lab received the device for evaluation on 5/12/2018. Device evaluation summary: the device was received at mentor without fluid. No foreign material was observed within the device or on the shell surface. During visual examination, the product evaluation team observed the device appears intact. Leak testing was performed in accordance with mentor procedures and revealed one leakage site; a rent measuring approximately 0.2 cm discovered on the posterior view. Microscopic examination of the rent edges gave no indications as to its cause. No other anomalies were found. The complaint of deflation was confirmed since a rent was found on the device. Nonetheless, a microscopic examination of the rent edges was performed and it did not provide conclusive evidence of what could be the root cause. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old (B)(6) female patient underwent primary breast augmentation with a mentor smooth round high profile 380cc saline prosthesis. Deflation on the right breast prosthesis was diagnosed post procedure through a physical examination. As a result, the breast prosthesis was explanted from the patient on (B)(6) 2018.